Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, around 2am, the patient reported not receiving a low alert on her cgm (continuous glucose monitor) while sleeping, which caused her to lose consciousness. The patient¿s husband found her and treated her with a mixture of sugar and water. The patient recovered after treatment. The patient did not seek any assistance from a higher level of care. This report will capture the incident that happened the following week of (B)(6) 2024. The patient was feeling ¿ok¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 5 of 5 allegations of alert/notification settings. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).